Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module (sn (B)(6)) for one patient. The following data was provided: sid (B)(6) (sn (B)(6)) initial result < 3.2 ng/l, repeated 1787.8 ng/l. (Rerun on sn (B)(6)) initial result <3.2 ng/l, repeated 3.3 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide field data. Review shows that the median of the patient results obtained for the complaint lot(s) are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module (sn (B)(6)) for one patient. The following data was provided: sid (B)(6), (sn (B)(6)), initial result < 3.2 ng/l, repeated 1787.8 ng/l. (Rerun on sn (B)(6)), initial result <3.2 ng/l, repeated 3.3 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21.